Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the physician had difficulty positioning the atrial lead. After positioning the lead several times, the helix eventually could not be retracted. Considering the possibility that the patient¿s myocardium might be perforated, the physician implanted a tined lead instead of the reported lead. The procedure was completed without any adverse consequences to the patient. The physician commented the possibilities for the cause of the issue were that the body tissue might have attached to the lead by extending and retracting the helix several times, and/or the lead might have fractured by excessive application of torque.